Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked reservoir tube lip. No reset error alarm could be verified due to the motor error alarm. No software error alarm was noted. No motor position encoder error alarm could be verified due to an overwritten history file.

Event description:
Customer reported that the insulin pump returned a motor error alarm and three additional error alarms. Customer reported that the motor error alarm occurred during basal. Customer did not recall any significant events leading up to the motor error alarm. Blood glucose level was 99 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.